Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: e1 - initial reporter updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Imaging revealed both leads were placed at the wrong locations. Reprogramming was not able to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event and patient's weight is estimated.